Event description:
During procedure, physician attempted to place a stent to patient's left iliac artery. Before physician could place and deploy the stent, the stent released from the balloon prematurely.